Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with indent on the top of the front housing. Event history log review was performed and found indications of two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths medical. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%, and customer's complaint was not duplicated. The pump was found to have a positive delivery average error not negative as stated. The pump expulsor will be replaced as a preventive measure due to the discrepancy and bring the delivery into more nominal of a range. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -9.00%. It was reported that there was no patient involvement.